Manufacturer narrative:
Date sent: 06/24/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, the device was fired and then would not open. They converted to an open procedure, cut the device off the tissue and re-sewed. The patient is currently okay.